Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the pedicle probe was bent. No patient was present at the time of the event.

Manufacturer narrative:
The probe was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The tip of the returned probe was visibly bent. However, with markers attached and fully seated, the probe returns good geometry and divot error readings. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the pedicle probe was bent. No patient was present at the time of the event.